Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) of 800 mg/dl and ketones. The customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was to be released from the ICU on (B)(6) 2026 with the issue resolved and no permanent damage.